Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was closure of the right common femoral arter using a proglide device using the pre-close technique via an 8f sheath hole prior to a premature ventricular contraction (pvc) and electrophysiology ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide deices. The suture on one new proglide device was successfully pre-placed. The sheath was upsized to an 8.5f, and the pvc procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.